Event description:
It was reported that the patient with this neurostimulator stated that their symptoms had returned. The patient had two reprogramming sessions prior, but with no relief. The stimulation was then turned off. Once the stimulation was turned back on, the patient still did not have relief and contacted their physician for a lead revision. The lead was revised and there was confirmed to be lead migration. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.